Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that moisture was visible behind the display lens, causing the display lens to be foggy, after the pump was worn while swimming. The reporter stated there were no cracks or other damage to the pump and that the battery compartment had no evidence of moisture within. The reporter stated that the battery cap was changed recently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.